Event description:
On (B)(6) 2020: updated event description: it was reported that during a femoral recon nail procedure, the unknown screws and the unknown drill bit have missed the unknown nail. The case turned out fine. It was the reported that the suspected devices were the radiolucent insertion handle and the radiolucent aiming arm. The procedure was completed successfully with a surgical delay of five (5) minutes. There was a minor setback with the unknown drill missing as the outcome of the procedure. Concomitant devices reported: protection sleeve(part# 03.010.075, lot# pe03465, quantity: 1), protection sleeve(part# 03.010.075, lot# pe03466, quantity: 1), drill sleeve (part# 03.010.076, lot#pe03467, quantity: 2).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: background: b5: (B)(6) 2020: updated event description: it was reported that during a femoral recon nail procedure, the unknown screws and the unknown drill bit have missed the unknown nail. The case turned out fine. The reporter commented that the suspected devices were the radiolucent insertion handle and the radiolucent aiming arm. The procedure was completed successfully with a surgical delay of five (5) minutes. There was a minor setback with the unknown drill missing as the outcome of the procedure. Concomitant devices reported: protection sleeve (part# 03.010.075, lot# pe03465, quantity: 1), protection sleeve (part# 03.010.075, lot# pe03466, quantity: 1), drill sleeve (part# 03.010.076, lot#pe03467, quantity: 2) . This complaint involves six (6) devices. D11: additional concomitant products added to complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: by the lot number 845552 is one character missing, based on the our evaluation we have to assume the lot number is l845552. Part: 04.033.965s, lot: l845552, manufacturing site: (B)(4), release to warehouse date: april 30, 2018, expiry date: march 31, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during a femoral recon nail procedure, the unknown screws and the unknown drill bit have missed the unknown nail. The reporter commented that the suspected devices were the radiolucent insertion handle and the radiolucent aiming arm. The procedure was completed successfully with a surgical delay of five (5) minutes. There was a minor setback with the unknown drill missing as the outcome of the procedure. This report is for one (1) 9 mm / ti cann frn / gt 340mm / left - sterile. This is report 4 of 6 for (B)(4).